Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary interventional procedure, a no cross occurred. The 2.0 x 20 mm maverick 2 monorail balloon catheter failed to cross the 100% stenosed lesion in the mid left anterior descending artery. The procedure was completed with a different device. No patient complications were reported and patient status is good. However, returned product analysis found a longitudinal balloon tear.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the returned device found a longitudinal tear in the balloon. The tear stretched from the proximal markerband to the distal markerband and measured 20 mm in length. A detailed microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. No issues were noted with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).